Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that she was admitted to the hospital in 2007, at about 12:30pm. She stated that her blood glucose was in the 500's mg/dl and she was diagnosed with diabetic ketoacidosis. She stated that she has been in the critical intensive care unit since she was admitted. She reported feeling thirsty and nauseated. She stated that she had gotten really sick and worn out which caused the elevated blood glucose values. The pt stated that while in the hospital she has been on an IV insulin drip and has been adminitering insulin boluses with her infusion device to reduce her elevated blood glucose values. The pt is awaiting discharge from the hospital. No product will be returned.